Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an infusion error. The patient was receiving surgery related to an infected and ruptured aorta held in place by a local clot. The clinician, anticipating explosive decompression in the operating room (or), had preset an infusion of norepinephrine to a maximal setting of 0.1 mcg/kg/minute and had paused the infusion from 5pm-2am using anesthesia mode, per report. Following completion of the operation the patient was transferred to the pediatric intensive care unit (picu) on a "small dose of epinephrine" with a systolic blood pressure of less than 100mmhg. The pump was transferred from the or to the picu and switched from anesthesia mode to the picu guardrails profile. The clinician later noted the patient's blood pressure rising above 130mmhg and found that the 0.1 mcg/kg/minute dose of norepinephrine had been incorrectly started by staff. It was reported that the patient received a bolus of propofol to bring their blood pressure down. The clinician described the incident as "a very close call," however no specific details of the patient's outcome have been disclosed to date.

Event description:
It was reported there was an infusion error. The patient was receiving surgery related to an infected and ruptured aorta held in place by a local clot. The clinician, anticipating explosive decompression in the operating room (or), had preset an infusion of norepinephrine to a maximal setting of 0.1 mcg/kg/minute and had paused the infusion from 5pm-2am using anesthesia mode, per report. Following completion of the operation the patient was transferred to the pediatric intensive care unit (picu) on a "small dose of epinephrine" with a systolic blood pressure of less than 100mmhg. The pump was transferred from the or to the picu and switched from anesthesia mode to the picu guardrails profile. The clinician later noted the patient's blood pressure rising above 130mmhg and found that the 0.1 mcg/kg/minute dose of norepinephrine had been incorrectly started by staff. It was reported that the patient received a bolus of propofol to bring their blood pressure down. The clinician described the incident as "a very close call," however no specific details of the patient's outcome have been disclosed to date.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a si - programming error - inappropriate restart infusion after using anesthesia mode. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.